Manufacturer narrative:
Device received with bleeding lcd glass. Unable to perform functional testing including self test, sleep current measurement, active current measurement or verify missing segment and displacement test due to display anomaly. P-cap or reservoir locks properly into place. Device received with pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. The customer reported that the screen was damaged at the bottom left corner and also noticed the screen film was no longer there. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.